Event description:
Country of complaint: (B)(6). Detachment of needle from thread after the opening of the blister pack.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Mfg site eval: samples received: 44 unopened pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. All packs received are tight. Needle attachment of the samples received was tested and the results fulfil the requirements of the OEM. Review the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/ preventive actions: not applicable.